Event description:
It was reported that the patient did not feel any stimulation. The patient started the trial yesterday. The manufacturer representative thought it might be due to the lidocaine. The patient was told to switch stimulation to the other side today, but the patient still did not feel stimulation. The green light was on and the cable was connected. It was later reported that the manufacturer representative turned stimulation ¿all the way up¿ and the patient was still not able to feel stimulation. The patient had not heard back from the manufacturer representative of the healthcare provider (hcp). It was mentioned that the patient drove home from the procedure, so she disconnected the cable and reconnected it when she got home. The patient disconnected the call due to receiving a call from the manufacturer representative. Additional information received reported that leads migrated, causing improper stimulation. The leads were removed and the patient was discussing a stage 1 test.

Event description:
Additional information received noted that the cause of the event was the lead. Dislodgment/migration was noted. Temp lead placed in or. Patient felt she was sent home without stimulation in proper position. Hospitalization was not required. Patient outcome was noted as no injury.

Manufacturer narrative:
(B)(4).